Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer stated that she was hospitalized for diabetic ketoacidosis. The customer stated that she had symptoms such as throwing up. The customer was unable to troubleshoot as she was in the hospital. The customer does not want to return the set and reservoir for analysis. The customer will be sent a replacement pump.